Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient was found lying in bed unresponsive. The patient¿s cgm was reading high mg/dl. No bg meter reading was taken. The patient¿s spouse treated her with a glucagon injection and called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 44 mg/dl. The patient¿s betabionics islet insulin pump was removed, and she was transported to the emergency room (ER). It was reported she was in a coma for two days. The patient did not regain consciousness until (B)(6) 2025. The patient remained hospitalized until (B)(6) 2025. The patient was unable to provide any specific details regarding her medications or treatment while hospitalized. The patient was at home recovering and still suffers from some memory loss at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient was unresponsive, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once ems arrived, the reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.